Manufacturer narrative:
One sample device was returned. The original packaging was not returned with the device. The pump was received full. When the pinch clamp was opened the pump infused at all selectable flow rates. The tubing was cut below the blue connector to drain the pump. A male and female luer were used with cyclohexanone to bond the tubing back together. A baxa repeater pump was used to refill the pump with 400ml of 0.9% saline. Flow accuracy testing was performed with the saf set to 8ml/hr. After 37.5 hours of testing, the pump yielded a flow rate of 6.18ml/hr which is below specifications with a +/- 20% tolerance. The pressure pot was performed on the selected-a-flow unit flow rates 2ml/hr, 4ml/hr, 8ml/hr and 14ml/hr without the filter. The filter was removed from the tubing for this test. The saf unit was detached from the pump. The saf unit was connected to a pressure gauge. The average bladder pressure used was 8.3psi. The saf flow rate 2ml/hr yielded a flow rate of 1.97ml/hr, which is within specifications with a +/-20% tolerance. Flow rate 4ml/hr yielded a flow rate of 3.95ml/hr which is within specifications with a +/- 20% tolerance. Flow rate 8ml/hr yielded a flow rate of 7.40ml/hr which is within specifications with a +/- 20% tolerance. Flow rate 14ml/hr yielded a flow rate of 13.19ml/hr which is within specifications with a +/- 20% tolerance. The investigation summary concluded that fast flow was not observed. The pump was received full and infused at all selectable flow rates. During the flow accuracy test, the pump had a flow rate that was below specification. During pressure pot testing, all flow rates met specifications using the average bladder pressure. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Manufacturer narrative:
(B)(4). UDI # unknown. The device history record for the lot number, 0202304058, involved in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. The product involved in the report has been returned and is being processed for evaluation. Upon completion of the sample evaluation; a follow-up report will be filed. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This (B)(4).

Event description:
Fill volume: 550 ml, flow rate: 8 ml, procedure: left total shoulder replacement. Cathplace: left interscalene block. A report was received stating that hours after the patient was switched from an in-house pump to the on-q pump the patient began to experience a metallic taste in the mouth and motor and sensory blockage extending down into the fingers. The patient went to the emergency room and the anesthesia team disconnected the pump and ran it for one hour at 8ml/hour. From the observation of the anesthesia team the pump was working correctly, approximately 8.5 ml had come out of the pump. The anesthesia team was unsure what happened or why the patient had an adverse event after being switched to the on-q pump. The symptoms were resolved when the block was removed. Additional information received 13-apr-2016 stated it is not sure how the pump was placed as the nurse was not present during the incident. The pump was filled to 550ml and set at 8ml/hr. The flow controller was zip tied. When the pump was seen again at the hospital, the blue zip tie was intact. No additional information was provided.